Event description:
Pt was revised to address loose glenoid. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Evaluated by manufacturer: the cause of the loosening could not be determined, x-rays were not provided. A depuy warsaw polymer research scientist evaluated the glenoid component and found no signs of oxidation. The yellow discoloration on the implant might be due to the exposure to the body fluid but did not contribute to the loosening. The constant deformation on the central anchor indicates the posterior deformation of the bone thus the preferential loading of the implant. The location and extend of the damages indicate that humeral head was not articulating against the glenoid properly. This may be due to the loose joint or improper alignment of the implant components. Review of the device history records found no manufacturing deviations, anomalies, or rejections. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.